Event description:
Related manufacturing reference number: 2017865-2023-10849. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited failure to capture and high pacing impedance. The lp was repositioned. After the lp was repositioned, it was noted that the patient's blood pressure fell and heart rate increased. A stat echocardiogram was performed and a pericardial effusion was noted due to a possible perforation. A pericardiocentesis was performed. No additional surgery was needed to resolve the issue. The patient was in stable condition.

Event description:
Related manufacturing reference number: 2017865-2023-10849. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited failure to capture and high pacing impedance. The lp was repositioned. After the lp was repositioned, it was noted that the patient's blood pressure fell and heart rate increased. A stat echocardiogram was performed and a pericardial effusion was noted but no perforation was noted. A pericardiocentesis was performed. No additional surgery was needed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction - b5 - correction to indicate no perforation was noted on echocardiogram correction - h6 - removed perforation code.